Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Customer received information on resetting the pump from technical support and successfully reset it, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if the issue reappeared.